Event description:
It was reported that the right atrial (ra) lead dislodged within three days of implant. It was noted that the patient's anatomy was poor for a tined atrial lead, so it was removed and replaced by an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).